Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing o-ring.

Event description:
Customer's mother reported that the insulin pump was not holding onto the infusion set due to a broken plastic piece. Customer's mother stated that the infusion set was being held properly as recently as three days before the call, but became loose the night before the call. Blood glucose level was 391 mg/dl at the time of the call. No further information was provided.